Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that "skin reaction" occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the sensor was reportedly inaccurate and was removed. Upon removal the patient noticed that it caused a skin reaction at the site. Symptoms included redness, swelling, infection and pain in the area. The infection on the arm extended an unspecified distance past the sensor patch footprint. The redness and swelling continued the next day, and she went to the ER for evaluation ((B)(6) 2025). The doctor prescribed an oral antibiotic amoxicillin (to be taken 2x a day) and topical mupirocin ointment (to be applied on the area 2x a day). At the time of the report on (B)(6) 2025 the puncture site was still in the process of healing. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.